Manufacturer narrative:
The following information is in response to your complaint submission. A sample of the plastic piece was received and sent to the qa lab for investigation. The asepto syringe was not returned for investigation. This is the first complaint for the reported defect, for this product number, and therefore, is considered to be an isolated incident. The device history record was not reviewed because a lot was not provided. Upon investigation, we were unable to confirm the defect. The dimension of the plastic piece recieved for investigation is bigger than the open tip of the asepto syringe; it would not be possible for the plastic shard to come out of the inside of the asepto syringe. In order to confirm whether or not the plastic shard came loose from the body of the asepto syringe, we will need the asepto syringe to evaluate. The formation of these kits are produced by a "pick and place" process. We are unable to identify any source of potential causes through the kit formation process. The current setup for the kit to be run, is as follows: documentation is gathered, bom, visual aid, print lables; production and quality verify the set up. Line clearance process is being completed at this time. First article is made and verified by production and quality; at the same time raw material is prepared and placed. Production station is prepared and ready to run. Production group is ready and each person adds the items according to the procedure requirements. Kit item count is being made prior to wrapping with sheets and towels and packaged. As a corrective action, production personnel have been informed on the problem, and have been asked to inform for any irregularity with the asepto syringe. The quality group has been inspecting each bag, in which the asepto syringe comes packed, that there are no residual plastic pieces. This complains had been filed for qa trends analysis.

Event description:
Plastic shard came out of the asepto syringe and went into sterile field.